Event description:
Hcp reports patient transferred from nursing home to ER presents with ins pocket red, swollen, and warm to touch. Cultures were taken of the device pocket which produced coagulase positive staph. The patient treated was treated with IV and oral antibiotics and underwent total device system explant. The device was explanted and returned to the manufacturer for analysis.